Event description:
During an si joint fusion procedure the second decortication device was removed and the tip of the nitinol cutting element broke off in the joint. He determined this incident occurred upon removal of the decorticator as the decorticator was not completely retracted prior to removal. The surgeon determined that the tip was small and would not cause harm to the patient. Therefore, they decided to leave the tip in the patient and continue to complete the procedure as planned. There were no adverse actions/patient response from this incident.